Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured june 03-04, 2025. H11: the actual device was received for evaluation. Visual inspection identified a separation between the tubing and the second y-site clearlink. During inspection of the tubing, there was a lack of solvent application. Dimensional testing was performed at the tubing and clearlink housing with no issues noted; the set was according to specification. The reported condition was verified. The cause of separation was due to improper assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set tubing separated from the luer valve. This was observed during preparation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.